Event description:
The dealer stated he bought units second hand, on over stock buy out from a company going out of business. He states he has about 60 units. He has two units that have damage, he stated one unit has a cracked seat that he replaced to a patient. He states he has a second unit that has split in half lengthwise. The dealer did not mention any patient injuries. The dealer stated he was not comfortable delivering units to customers now that he has had two damaged.